Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a blank display. The customer stated the blank display occurred after they replaced the battery on their insulin pump. The customer also stated their display would sometimes return. Customer's blood glucose was 196 mg/dl. It was found the customer's battery compartment was not damaged or corroded. The customer also stated they did not expose their insulin pump to moisture. No additional information provided.